Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 1000mg/dl. The customer's most current level was over 600mg/dl. The customer states they treated with pump and manual injection. Troubleshoot was conducted, and the drive support cap was noted to be flushed. The customer is being sent replacement pump.